Event description:
It was reported that multiple altitude alarms occurred while the pump was not exposed to high altitudes. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.